Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information requested and received: what procedure was the device being used in? The device was used in vats. What was the cartridge selection throughout the procedure? Unk. Where clips used? Unk. Did the device staple? Did the device cut? Please explain what is meant by ¿incomplete staple line?¿ the device cut but the cut line is incomplete.

Event description:
It was reported that per chinese journal of surgical oncology in october 2014 volume 6, no. 5 chin j surg onco, october. 2014, vol. 6, no. 5, during an unknown procedure, the device was used on pulmonary artery branch and the staple line was incomplete. The incomplete anastomosis led to a "hemorrhage". The surgeon had to convert the surgery to open. It is unknown how the procedure was completed.